Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material and residual fluid coming out of the auxiliary channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was, although the adhesion/clogging of the material in the auxiliary water channel was confirmed. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the channel, video cable, and grip part. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in cf-170 series operation manual, chapter 3 preparation and inspection. Instructions for use states that preventive measure in cf-170 series reprocessing manual, chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.